Event description:
It was reported that a (B)(6) year-old caucasian female who underwent an unspecified breast surgery with an unknown mentor silicone on the left side and mentor memorygel, 600cc breast implant on the right-side experienced left-sided breast pain, and right-sided implant rupture postoperatively. The ultrasound and MRI examinations discovered the right-side rupture. As a result, the patient underwent bilateral replacements as follow: l/ cat#: 3506501bc, sn#:(B)(4), r/ cat#: 3506501bc, sn#: (B)(4) on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).